Event description:
The customer reported that the system displays an intermittent collimator iris potentiometer error. No patient injuries were reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the collimator assembly and swapped the secondary collimation device. He tested the system by calibrating the collimator and making exposures with collimation. The system is functioning as intended.